Event description:
A discordant, falsely elevated troponin result was obtained on the advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was being monitored, and five total samples were obtained. After the discordant result was questioned by the physician, the patient was redrawn. The sample was run and the corrected result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences as a result of the falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data. Based on the evaluation, the fse performed a system decontamination and replaced several parts related to the wash system and ran a system evaluation. The cause of the discordant troponin result is unknown. The device is performing according to specifications. No further evaluation of this device is required.